Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400554041. The sample was not available for investigation and only the history log was analyzed. The pump switched on and a space line neutrapur was inserted. The infusion was started with a rate of 2ml/h and a volume of 60ml. The infusion was stopped after a few seconds and was put into stand by. At 7:39 pm the infusion was continued. During the infusion the error code "no battery inside" occured 5 times. The reason for the alarm could not be clarified. No other abnormalities were found. The complaint could not be confirmed. A connection error between battery and battery contact strip cannot be ruled out. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in australia: "underinfusion" reason of complaint: "acute post operative cardiothoracic patient with noradrenaline infusion in progress, at approximately 1900hrs alarmed " no battery inserted" . Infusion stopped with immeadiate profound hypotension to 65 systolic, pump turned on and off and restarted. Fluid bolus given and patient improved clinically. 2 hrs later at approximately 2100 hrs pump alarmed " no battery inserted". Stopped infusing resulting in profound hypotension to 60mmhg systolic. New infusion commenced through alternative pump in bed area, patient fluid resuscitated with colloid bolus. Portless vasoactive line being used. No line or packaging available. Outcome:resolution with removal and replacement of faulty pump and patient stability regained with fluid resucitation."